Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. Dtba1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) called to report that they have a t-wave oversensing (twos) with their device. Troubleshooting was performed without known resolution. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the t-wave oversensing (twos).